Manufacturer narrative:
The physician easily removed the angioguard, and it was found to be completely filled with debris. Once the angioguard was removed, the angiography showed good flow distal to the stents. It is believed that there was thrombosis or small emboli and plaque that came off during deployment of the first stent. The tia lasted less than 24 hours, and the patient fully recovered with no residual deficits with the exception of the facial droop present prior to the procedure. The patient was discharged two days later, and the nih and rankin scales were not preformed. The product will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 10x40mm precise pro rx stent, lot: 15716371, catalogue: pc1040rxc; 7x40mm precise pro rx stent, lot:15656572, catalogue: p07040rxb, and pronto thrombectomy catheter by vascular solutions.

Event description:
As reported by the (B)(4), a patient developed a sudden onset of a transient ischemic attack (tia) right after the 10x40mm precise pro rx stent was deployed due to a no flow distal to the stent. Another stent was deployed in hopes of treating the reduction in flow; however, flow was not restored. Then, the angioguard was removed, it was found to be completely filled with debris, and good flow was restored. The tia lasted less than 24 hours and the patient fully recovered with no residual deficits not present before the procedure. The patient was discharged two days later. The target lesion was located in the right mid internal carotid artery with a length of 35mm and a diameter of 5.5mm. The eccentric target lesion had thrombosis and moderate circumferential calcification with 90% stenosis. The vessel was a type ii arch vessel with moderate tortuosity. The nih and rankin stroke scale scores were both 1 at baseline, and the patient was symptomatic. The subject had a slight facial droop before the procedure from a recent tia and an old cva. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the lesion, and pre-dilation was performed. Then, a 10x40mm precise pro rx stent was inserted and deployed at the target lesion. After deployment, it was noted that there was no flow distal to the stent. The patient began to exhibit signs and symptoms of a tia, including aphasia and left hemiparesis. There was no dissection or thrombus visible on the angiography, but the physician thought there was a thrombus in the stent. Therefore, a thrombectomy catheter was used to extract the ¿thrombus,¿ but there was no clot once extraction was complete. Then, the physician thought there was a possible kink distal to the placement of the first stent. Therefore, a 7x40mm precise pro rx stent was deployed distal to the target lesion to overlap with the stent. However, there still was no flow at that point.

Manufacturer narrative:
Additional information was received: preliminary adjudication minutes reported that the previously reported neurological event was post adjudicated as a stroke. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00490 and 9616099-2014-00491.

Manufacturer narrative:
Adjudication minutes on the events were received. The clinical events committee (cec) agreed that a cva-minor, ipsilateral, ischemic/embolic occurred and was procedure and device-related. The cec also disagreed that stent thrombosis occurred. Additional details were received from the clinical events committee (cec) meeting minutes: after stent placement, arteriogram revealed stasis and no filling of the ica. At this point, an export catheter was quickly placed over the wire and aspiration from the cca and all the way up to the ica up to the level of the filter was performed. Two passes were performed, and eptifibatide infusion was administered immediately. The patient was given 10 mg of verapamil through the carotid sheath. There was a small amount of plaque that was removed with the export catheter. The decision was made to extend the stent more distally in case there was a distal dissection flap or stenosis. At this point, a second precise pro stent was successfully placed into the distal ica, more distal to the initial stent. Per neurosurgery consultation note, during the index procedure the patient developed left arm weakness and aphasia and was treated with thrombectomy and carotid stent placement. The neurological event form reported that post-stent deployment the patient developed neurological deficits listed as aphasia and left hemiparesis or hemiplegia. The angioguard rx ecgw was retrieved with significant debris found in the filter basket and no evidence of thrombus or clot, as per catheterization report. Final arteriogram showed brisk flow through the cca and ica up to the brain with resolution of stasis. Eptifibatide infusion was discontinued. The site reported a 0% final residual stenosis. The site reported a tia. The site also reported an event of stent thrombosis. The site was queried whether the reported event occurred during the index procedure or after the patient had left the catheterization lab. The site responded: ¿event of stent thrombosis reported here occurred during the index procedure.¿ the neurosurgery consultation for left arm weakness and aphasia was performed the day of the index procedure. The neurological exam during consultation revealed left facial droop and left pronator drift. Left upper extremity strength was described as: deltoid 3/5, bicep 4/5, tricep 3/5, and grip 4/5. Left lower extremity strength was 5/5, as well as the right upper and lower extremity strength. There were no other neurological deficits noted. Neurosurgery consultation assessment: left facial droop and numbness with left hemiparesis. Plan: to continue eptifibatide for 12 hours. The next day, the nih stroke scale score was 1 due to minor facial paralysis. The rankin stroke scale score was not tested. A follow-up note on (B)(6) 2013 at 07:28 reported that the patient was at his neurological baseline. Additional medical history included: tia and stroke (right hemispheric, per notes). Additional lab results/tests provided: a head CT scan on (B)(6) 2013 at 15:52 revealed the following, according to report impression: somewhat limited examination due to patient motion, though with evidence of acute subarachnoid hemorrhagic product projecting over the posterior right frontoparietal region with probably mils associated parenchymal hemorrhagic product which may reflect underlying infarction with mild hemorrhagic conversion. There was also chronic-appearing infarction involving the right frontal lobe; microvascular disease as well as diffuse volume loss; and ex vacuo dilatation of the right lateral ventricle. A follow-up head CT scan on (B)(6) 2013 at 20:47 revealed subtle mass effect on the high frontal/parietal vertex with sulcal effacement possibly reflecting a small evolving infarct. Hyperdensity in the region appeared less conspicuous possibly reflecting evolving petechial hemorrhage and/or contrast intravasation in this patient who is status post right carotid stent placement. Follow-up MRI was suggested. On (B)(6) 2013 at 08:12 the neurosurgery resident progress note reported +4/5 strength in the left upper extremity and pronator drift. A head CT scan on (B)(6) 2013 at 09:41 revealed the following, according to the radiology report impression: evolving zone of hypodensity in the high frontal-parietal vertex compatible with an acute infarct in this patient who is reportedly status post right carotid stent procedure. There is a regional mass effect with sulcal effacement. No new areas of hemorrhage seen. Continued follow-up was suggested. The site reported no MRI or carotid ultrasound studies were performed. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00490, 9616099-2014-00491, and 1016427-2013-00157. Complaint conclusion: as reported by the sapphire study, a (B)(6) male with a medical history of prior tia, prior cva, hyperlipidemia, diabetes mellitus, and hypertension was enrolled in the study. The target lesion was located in the right mid internal carotid artery with a length of 35mm and a diameter of 5.5mm. The eccentric target lesion had thrombosis and moderate circumferential calcification with 90% stenosis. The vessel was a type ii arch vessel with moderate tortuosity. The nih and rankin stroke scale scores were both 1 at baseline, and the patient was symptomatic. The subject had a slight facial droop before the procedure from a recent tia and an old cva. An attempt at placement of a 7 mm angio-guard filter was not successful as the lesion was too tight. Instead, an angio-guard 6 mm filter was then placed under road map imaging to the distal internal carotid artery and was deployed at a straight segment. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the lesion, and pre-dilation was performed. Then, a 10x40mm precise pro rx stent was inserted into the patient and deployed at the target lesion. After deployment, it was noted that there was no flow distal to the stent. The patient began to exhibit signs and symptoms of a cva, including aphasia and left hemiparesis. There was no dissection or thrombus visible on the angiography, but the physician thought there was a thrombus in the stent. At this point, an export catheter was quickly placed over the wire and placed on aspiration from the common carotid all the way up to the internal carotid up at the level of the filter. Two passes of this were then performed. An integrelin infusion was immediately started. The patient was then given 10 mg of verapamil through the carotid sheath. At this point, there was a small amount of plaque that was removed with the export catheter. Then, the physician thought there was a possible kink distal to the placement of the first stent. Therefore, a 7x40mm precise pro rx stent was deployed distal to the target lesion to overlap with the stent. However, there still was no flow at that point. The physician easily removed the angioguard, and it was found to be completely filled with debris and no evidence of thrombus or clot. Once the angioguard was removed, the angiography showed good flow distal to the stents. It is believed that there was thrombosis or small emboli and plaque that came off during deployment of the first stent. There was none documented presence of air bubbles. The site reported a 0% final residual stenosis. The neurosurgery consultation for left arm weakness and aphasia was performed the day of the index procedure. After the procedure, a CT of the head was taken, revealing a ¿subtle mass effect in the high right frontal/parietal vertex with sulcal effacement possibly reflecting a small evolving infarct. Hyperdensity in the region appears less conspicuous possibly reflecting evolving petechial hemorrhage and/or contrast intravasation in this patient who is reportedly status post right carotid stent placement.¿ the tia lasted less than 24 hours, and the patient fully recovered with no residual deficits with the exception of the facial droop present prior to the procedure. The patient was discharged two days later, with an nih score of 1. The rankin scale was not preformed. The device was not returned for analysis. Lake region medical did review the device history records (DHR) relative to the manufacturing, inspecting and packaging of the lot. This packaging lot contained 112 units, which were shipped from lake region medical on may 20, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypoperfusion is a well-known adverse event associated with an embolic protection device and is listed in the IFU as such. Hypoperfusion occurs when blood flow has been impaired. It could be related to many factors such as a drop in blood pressure and debris in a filter basket. Hypoperfusion can be treated with medications to increase blood pressure or the heart, or by simply removing the filter basket after the procedure. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure and events do not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was received: it was reported that hemineglect was not a symptom of the tia reported, it was not stated in the neuro consult. There was only a dictated neuro consult stating left hemiplegia. Procedure: the patient was brought to the cardiac catheterization laboratory. He was given preoperative intravenous antibiotics. Local anesthetic was placed into the groin and a 19 gauge puncture needle was placed into the right common femoral artery. The patient was then anticoagulated with 5000 units of heparin intravenously. In order to maintain an activated clotting time greater than 250 seconds throughout the remainder of the case, he was re-bolused. Multiple oblique views were obtained which showed a 99% stenosis of the right internal carotid artery just distal to the bifurcation of a long segment. The level of disease extended all the way up to the level of the c2 vertebral body. At this point, it was determined that the lesion was high and that also the patient would benefit from a carotid stent due to the high nature of the lesion. An attempt at placement of a 7 mm angio-guard filter was not successful as the lesion was too tight. Instead, an angio-guard 6 mm filter was then placed under road map imaging to the distal internal carotid artery and was deployed at a straight segment. The peel-away portion of the angio-guard filter was then removed. The lesion was then predilated using a 4 x 20 mm angioplasty balloon. After predilation, a 10 mm x 40 cm length carotid stent was placed from the common carotid to the internal carotid artery distal to the disease. The delivery system was then removed and arteriogram was then performed which showed stasis and no filling of the internal carotid artery. At this point, an export catheter was quickly placed over the wire and placed on aspiration from the common carotid all the way up to the internal carotid up at the level of the filter. Two passes of this were then performed. An integrelin infusion was immediately started. A neurosurgical evaluation was then obtained from dr. (B)(6) from neurosurgery. The patient was then given 10 mg of verapamil through the carotid sheath. At this point, there was a small amount of plaque that was removed with the export catheter. The decision at this point was then made to extend the stent more distally in case there was a distal dissection flap or stenosis and an 8 mm x 40 cm stent was then deployed into the distal internal carotid more distal to the first stent. After deployment, the angio-guard filter was then successfully recaptured and placed on the back table. The filter had evidence of significant debris within it and no evidence of thrombus or clot. An arteriogram was then performed which showed brisk flow through the common carotid into the internal carotid up to the brain with resolution of the stasis. Then, ap and lateral cerebral arteriograms were obtained, which showed no change from the baseline. In fact, there was more brisk filling as compared to his baseline. Multiple views of the stent and distal internal carotid were obtained showing a widely patent stent without evidence of residual stenosis. It was determined that no further intervention was necessary. The stenosis was corrected. There was evidence of excellent carotid blood flow to the brain. The patient was then brought in stable condition to the cardiac catheterization lab recovery room. Additional medical history: the patient has a history of a right hemispheric stroke with a recent tia affecting his left upper extremity, who was found on workup to have a 80-99% carotid stenosis on the right side on duplex ultrasonography. CT angio showed greater than 90% carotid stenosis. He had undergone a cardiac evaluation including cardiac catheterization which showed multi-vessel disease. It was determined by cardiology to be a high risk for surgery and after an informed consent discussion with the patient and his family regarding the risks and benefits of intervention including stroke, myocardial infarction, and vessel injury, it was decided to proceed with a diagnostic carotid angiogram and possible carotid angioplasty and stent for further stroke prevention. "The patient has a history of a right hemispheric stroke with a recent tia affecting his left upper extremity, who was found on workup to have a 80-99% carotid stenosis on the right side on duplex ultrasonography. CT angio showed greater than 90% carotid stenosis. He had undergone a cardiac evaluation including cardiac catheterization which showed multi-vessel disease. It was determined by cardiology to be a high risk for surgery and after an informed consent discussion with the patient and his family regarding the risks and benefits of intervention including stroke, myocardial infarction, and vessel injury, it was decided to proceed with a diagnostic carotid angiogram and possible carotid angioplasty and stent for further stroke prevention. "This is a (B)(6)(b) male with pmhx as htn, hyperlipidemia, tia, unspecified cerebral occlusion, dm, otitis media, carotid artery stenosis, dysphagia due to recent stroke, who initially presented to an outside hospital with left sided numbness and noted carotid stenosis 90% on right side. Pt also noted to have left sided facial droop. Pt transferred to humc for lhc/pci and found to have significant tvdz. Pt subsequently for cea, deemed poor candidate, and now for angioplasty and stent of right carotid. Pt seen at bedside with daughter. Pt denies any chest pain, fevers, chills, headaches." Additional concomitant medications were reported: verapamil and integrelin were given during the procedure. An additional concomitant device was reported: 7mm angioguard rx, catalog # 701814rmc, lot # 70712438. Additional information is pending and will be provided within 30-days upon receipt.

Manufacturer narrative:
Corrected information: the nih scale was performed, and was rated a score of 1. Complaint conclusion: as reported by the sapphire study, a patient developed a sudden onset of a transient ischemic attack (tia) right after the 10x40mm precise pro rx stent was deployed due to no flow distal to the stent. Another stent was deployed in hopes of treating the reduction in flow; however, flow was not restored. Then, the angioguard was removed, it was found to be completely filled with debris, and good flow was restored. The tia lasted less than 24 hours and the patient fully recovered with no residual deficits not present before the procedure. The patient was discharged two days later. The patient is a 71- year old male with a medical history of prior tia, prior cva, hyperlipidemia, diabetes mellitus, and hypertension. The target lesion was located in the right mid internal carotid artery with a length of 35mm and a diameter of 5.5mm. The eccentric target lesion had thrombosis and moderate circumferential calcification with 90% stenosis. The vessel was a type ii arch vessel with moderate tortuosity. The nih and rankin stroke scale scores were both 1 at baseline, and the patient was symptomatic. The subject had a slight facial droop before the procedure from a recent tia and an old cva. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the lesion, and pre-dilation was performed. Then, a 10x40mm precise pro rx stent was inserted into the patient and deployed at the target lesion. After deployment, it was noted that there was no flow distal to the stent. The patient began to exhibit signs and symptoms of a tia, including aphasia and left hemiparesis. There was no dissection or thrombus visible on the angiography, but the physician thought there was a thrombus in the stent. Therefore, a thrombectomy catheter was used to extract the ¿thrombus,¿ but there was no clot once extraction was complete. Then, the physician thought there was a possible kink distal to the placement of the first stent. Therefore, a 7x40mm precise pro rx stent was deployed distal to the target lesion to overlap with the stent. However, there still was no flow at that point. The physician easily removed the angioguard, and it was found to be completely filled with debris. Once the angioguard was removed, the angiography showed good flow distal to the stents. It is believed that there was thrombosis or small emboli and plaque that came off during deployment of the first stent. There was none documented presence of air bubbles. After the procedure, a CT of the head was taken, revealing a ¿subtle mass effect in the high right frontal/parietal vertex with sulcal effacement possibly reflecting a small evolving infarct. Hyperdensity in the region appears less conspicuous possibly reflecting evolving petechial hemorrhage and/or contrast intravasation in this patient who is reportedly status post right carotid stent placement.¿ the tia lasted less than 24 hours, and the patient fully recovered with no residual deficits with the exception of the facial droop present prior to the procedure. The patient was discharged two days later, with an nih score of 1. The rankin scale was not preformed. The angioguard device was not returned for analysis. (B)(4). A tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. A tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Aphasia and hemiparesis, as symptoms of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence to suggest that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.